Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights ¿ powerled. As it was stated, upon the preventive maintenance activities being performed on the device, the paint damage was discovered on the following parts: the sleeve of the boom, the quarter bracket, the housing, the handle, the spring arm of the screen carrier and the screen carrier. It was confirmed with the photographic evidence that the paint was peeling from screen holder, suspension arm, spring arm, fork, headlight's beam and handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. It was found during preventive maintenance. Root cause analysis was performed by subject matter expert at manufacturer¿s under 2018-087-b "paint chips on product due to impact" and 2017-030-c "large painted surfaces peeling off" factory investigation report. All maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Related to large painted surfaces that are peeling off, the event is clearly due to the cleaning product. Such troubles should have been detected first by the user during daily and monthly checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. (B)(6).

Event description:
On 19th june 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, upon the preventive maintenance activities being performed on the device, the paint damage was discovered on the following parts: the sleeve of the boom, the quarter bracket, the housing, the handle, the spring arm of the screen carrier and the screen carrier. It was confirmed with the photographic evidence that the paint was peeling from screen holder, suspension arm, spring arm, fork, headlight's beam and handle. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.